Event description:
The dealer just got this device back from repair for repair number 3 on the device, opened the box, and it failed again with the same problems. Dealer states unit will not fill tanks on 3 liters. Unit drops to 91% and stops filling with yellow light. Unit will start up again and keep cycling this way. Unit just returned from repair (B)(4). No I. 1/9/2015 (B)(6) updated info on issue: (B)(6) swapped them out with known good homefill units so she insisted that the problem is with the concentrator.